Event description:
The customer contact reported the patient received more medication than intended. No specific patient information, pump programming, or event details were provided. Multiple, unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device passed testing for delivery accuracy.